Manufacturer narrative:
The reported issue was confirmed during on-site investigation by the field service engineer (fse). The fse found that the expiratory channel, pressure transducers and control printed circuit boards were damaged due to liquid contamination. The device was repaired by replacing parts affected with liquid. After replacing parts affected with liquid, the device passed all performance tests and has been released for clinical use. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. The expiratory channel pcb contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. Control pcb contains electronics (including microprocessor) responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. Liquid/corrosion on pcbs can cause short circuit which might affect the ventilator¿s characteristics and performance. The most likely cause of the contamination is ingress of liquid or improper humidity. Circumstances about the source of the liquid are unknown. The UDI information is not available since the device was manufactured before 2015.

Event description:
During the inspection of the ventilator it was discovered that the ventilator was contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).